Event description:
It was reported that a malfunction occurred during use with a unspecified bd veo syringe. The following information was provided by the initial reporter, "for the last few months I have what I think maybe be a problem with bd veo insulin syringes. An increasing number of them seem to have a bent needle on the where it comes out of the barrel of the syringe and also the seal inside does not seem to be sealing properly. This causes the amount of insulin I am trying to select may not be accurate. How do I know? Excess bubbles accumulate in the barrell which seems to cause the possibility of not getting an accurate dose."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle bent, stopper damaged, difficult/unable to operate and air bubbles due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a malfunction occurred during use with a unspecified bd veo syringe with a . The following information was provided by the initial reporter, "for the last few months I have what I think maybe be a problem with bd veo insulin syringes. An increasing number of them seem to have a bent needle on the where it comes out of the barrel of the syringe and also the seal inside does not seem to be sealing properly. This causes the amount of insulin I am trying to select may not be accurate. How do I know? Excess bubbles accumulate in the barrel which seems to cause the possibility of not getting an accurate dose."